Event description:
The following was published in the xxxx; xxxxx. In an article titled: "electrical posterior box isolation in repeat ablation for atrial fibrillation: a prospective randomized clinical study" jacc: clinical electrophysiology vol. 8 , no. 5, 2022, 2022 by the american college of cardiology foundation, published by elsevier, daehoon kim, md. This study investigated 150 patients undergoing redo procedures and whether additional electrical posterior box isolation (pobi) may improve the rhythm outcome of repeat ablation in atrial fibrillation (af). During the study, one patient experienced a tamponade, two patients had av fistulas and one patient experienced phrenic nerve palsy.

Manufacturer narrative:
Upon review of the file, the coding was updated which requires a follow-up report.

Event description:
Upon review of the file, the coding was updated which requires a follow-up report.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported tamponade, arteriovenous fistulas, and phrenic nerve palsy could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.

Manufacturer narrative:
See updated coding in h6: clinical code fistula.